Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer called reporting a button error alarm on his insulin pump. He cannot clear the alarm. Customer's blood glucose level is 130 mg/dl. Customer said he was cleaning his pool, but the device was not exposed to water. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.